Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. The insulin pump passed the displacement accuracy test. However, the device alarmed unexpected restart alarm and loss of setting due to connector on interface board leaking voltage. All bolus delivered during testing were properly recorded at the bolus and daily total history files. The device was received with cracked case at the display window corners, display window, reservoir tube lip and battery tube threads. The device was received with broken belt clip slot, minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
See (B)(4) for the recent lbg incident. Customer called and reported that they received emergency medical assistance several months ago due to low blood glucose of 25 mg/dl at the time of the incident. The customer was at 276 mg/dl at the time of the call. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had another low of 31 mg/dl on the day of the call. The customer also reported physical damage to the pump. The insulin pump will be returned for analysis.